Event description:
During liver dialysis for acute hepatic failure, alarm sounded indicating sorbent temp elevation greater than 40.5 degrees c. System automatically shut down. Estimated blood loss because blood could not be returned to pt was 200cc. Shut down occurred at onset of therapy. Dialysis aborted; redialysis complicated with bleeding from access site and therapy could not be completed. Pt eventually expired within 24 hrs. Liver dialysis was initiated as only remaining treatment choice.